Manufacturer narrative:
(B)((4).

Event description:
It was reported that high, out of range, high voltage lead impedance was observed. The lead was capped and replaced on (B)(6) 2016. The patient condition is stable.